Event description:
This is a spontaneous report from a consumer with supplemental information from a nurse in the USA of break in aseptic technique, bowel disorder and peritonitis in a patient coincident with dianeal pd2 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following information was reported. On an unreported date, the patient had bowel disorder and break in aseptic technique described as did not clean the exchange area before starting pd. On (B)(6) 2012, the patient had peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the peritoneal dialysis nurse contacted global pharmacovigilance and reported that the patient was currently in the hospital. No further information was given.

Manufacturer narrative:
(B)(4). Additional information: (B)(4): further information was received from a nurse. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. The peritonitis was treated at home unsuccessfully with cubicin. On (B)(4) 2012, the patient was hospitalized for peritonitis with culture positive for vre (date previously reported as unknown). The patient remained hospitalized.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Manufacturer narrative:
(B)(4). Additional information: further information was received from a nurse. The event of peritonitis was amended to peritonitis with culture positive for vancomycin resistant enterococci. On an unreported date, the patient was hospitalized for vancomycin resistant enterococci peritonitis (onset and treatment not reported). The patient is recovering from the peritonitis with culture positive for vancomycin resistant enterococci. The peritonitis with culture positive for vancomycin resistant enterococci is unrelated to baxter products. Correction: on an unreported date, the patient began treatment with dianeal pd2 ambuflex and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd).